Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device was discarded.